Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was severely worn out, and it was partially torn. The peeling of the tissue pad could not be confirmed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the ultrasonic output was activating while grasping the thick and hard tissue at the distal end of the grasping section. 2) the probe tip and the tissue pad came into contact at the rear end of the grasping section. This might have caused the tissue pad to wear severely. As a result, the tissue pad was torn. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic ileocecal resection, the subject device was used. The teflon pad was partially separated at the fourth or fifth activation. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn, but was not separated.